Manufacturer narrative:
Forty unopened samples were submitted for quality evaluation. The sample were visually inspected for damage or abnormalities. There were no issues identified. The samples were then primed and tested at a simulated flow rated of 125 ml/hr. There were no issues identified with any of the sets submitted. Additionally, there were no issues of the tubing "breaking" during the normal handling of the infusion sets as reported by the customer. The customer complaint of tubing defective / damaged was not confirmed. A root cause analysis was not conducted because the failure was not replicated on the samples submitted by the customer. A device history record review for model 2426-0007 lot number 25075639 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing is breaking while in use. This is a major safety concern, that if this breaks while hooked up to a patient they could potentially bleed out.